Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007; inratio: 3.0; lab: 8.2; date: 2007; inratio: 2.3; lab: 5.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007; lab: 8.2; mean: 5.6; confidence limits: cannot be determined; date: 2007; inratio: 2.3; lab: 5.4; mean: 3.85; confidence limits: 2.3-5.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, the mean > 5.0 and difference between inr's > 2.2, , the values were considered inaccurate. Products will be tested. For the second set of data, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Per text" had streptococcus infection and arthritis during the weeks (medication: antibiotics, ambene) "patient's condition may cause the discrepancy. The test results of retains strips lots 060656 done in 2007, are as follows: based on the above test results, retained lot 060656 meets the criteria for strip accuracy.